Event description:
It was reported that during a lower gi case the device were inserted into the scope and the jaws would open but not close, requiring removal of the scope and the cutting off of the tip of the device to get it out of the scope. There were no pt injuries. The pt was (B)(6). The device was not saved. Additional information was requested, but no additional information was available.

Manufacturer narrative:
The device is a class I exempt device. The device was not returned to the manufacturer as of the date of this report and was reported to be discarded by the user facility.